Event description:
It was reported that tandem mobi pump issued recurring cartridge alarms, including cartridge alarm 34, without any exposure to magnets and not during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.